Event description:
It was reported that oversensing was noted on the ra lead and pacing impedance increase on this rv lead. The ra lead was explanted, this rv lead was capped and the ICD was prophylactically explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the linox smart was not available for analysis. The analysis is thus based on the analysis of the returned safio and iforia as well as on an inspection of the manufacturing documents of the devices and provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6)2022 and (B)(6)2023 recorded a gradually rising rv pacing impedance from initially 2,500 ohms to 3,000 ohms with an intermittent rise to >3,000 ohm at the end of recording period. A stable ra pacing impedance of 500 ohms was recorded. Furthermore, a stable shock impedance of 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the atrial and far-field channel, which led to the reported oversensing. The ICD was analyzed. Incoming interrogation revealed the battery status mos2. The amount of charge taken from the battery was verified, and the battery condition was normal and anticipated. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. Electrical analysis of the ICD showed a normal device behavior. Next the fragmented safio lead was analyzed showing a rubbed through insulation 40.5 cm and 34.5 cm proximal to the lead tip which can be considered the root cause for the reported atrial oversensing. The characteristics of the insulation damages indicate severe mechanical stress due to interaction with another implantable device such as the nearby lead. Furthermore extraction damages were noted such as cuts in the insulation. In conclusion, the analysis of the returned safio lead and ICD did not show any sign of material or manufacturing problem. Based on the available information, the root cause for the increased right ventricular pacing impedance cannot be determined. An analysis of the lead itself would be necessary. In case the product will become available for analysis the report will be updated.